Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4, thin leaflets, calcification, and rotated heart. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, and post deployment, the clip tilted in an aortal direction. In the physician¿s opinion, the clip tilted due thin leaflets and capturing chordae when deploying the clip. The procedure was completed with two clips, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration associated with partial clip movement appears to be related to patient anatomy and procedural conditions. The reported poor image resolution was due to patient anatomy (thin leaflets, calcification, and rotated heart). There is no indication of a product quality issue with respect to manufacture, design, or labeling.